Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy the fast fix 360 was used and at the moment of anchoring the t2 implant and pulling the thread, the specialist realized that the thread that joins the t1 and t2 implants was broken. The implant was removed satisfactorily. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.

Event description:
It was reported that during an arthroscopy the fast fix 360 was used and at the moment of anchoring the t2 implant and pulling the thread, the specialist realized that the thread that joins the t1 and t2 implants was broken. The implants were removed satisfactorily. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information on b5, d9 and h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in the original packaging with the batch number of the complaint on the labels. The suture and t2 were returned. The suture is threaded thru the t2. The suture appears to be cut on one end and has a kink where the knot should be. The actuator is in the pre-t1/post-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the raw material found that the storage specifications are documented and a material certificate is required with each lot. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event includes use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found that the storage specifications are documented and a material certificate is required with each lot. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.